Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratches on lcd window. Insulin pump had a button error alarm due to corroded keypad traces. No stuck buttons noted.

Event description:
It was reported the buttons on the insulin pump were not responding and the device had cosmetic damage. Customer's blood glucose was 301 mg/dl. Customer's mother stated the camp counselors told her the buttons on the device were stuck. The counselors were attempted to give the customer a bolus when the buttons were stuck. Customer's mother the device was not giving her that same problem currently. Customer had high blood glucose earlier; customer's mother was able to treat with the insulin pump. Customer's mother did not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.